Event description:
The pt had two lesions treated during the index procedure. A 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the proximal lad (ref MFR # 2953200-2010-02429). A 3.0 mm diameter x 12 mm length endeavor sprint rx stent was implanted to the distal lad. The pt is reported to have suffered a suspected non-q-wave mi one day post index procedure. The infarction location was identified in the territory of the target vessel. The event was triggered by elevated post procedural cardiac enzymes. Pt was asymptomatic/free of symptoms at 1 month, 6 month, 1 yr and 1.5 yr f/u. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (mi).